Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The leading haptic of the lens would not advance through the delivery device properly, causing the haptic to bend.